Event description:
It was reported an adverse event from a clinical study for lumbar fusion occurred on an unknown date. This patient was a 78 year old female that underwent a tlif at l5-s1 with the proti concorde bullet interbody fusion device, allograft bone chips, vivigen viable cell bone matrix and the expedium pedicle screw system. At 2 months post-operative the patient had an adverse event. The patient had a deep abscess-sepsis at the lumbar spine (clinical diagnosis was lumbar infection). It was a single episode, moderate in severity, and was life threatening. This event was unanticipated with a probable relationship to the proti 360o¿ concorde® bullet interbody fusion device. Hospitalization was required but the subject recovered without sequelae. As part of treatment the subject underwent additional MRI, blood work and blood culture, pain medication and antibiotics. 2 weeks following the onset of the adverse event (so 2.5 months total post-op) the patient had re-operation and de-bridement surgery. ¿ underwent tlif at l5-s1 with the proti 360o¿ concorde® bullet interbody fusion device (short (9mmx23mm), lordotic (5°), 10mm height) with allograft bone chips and vivigen viable cell bone matrix and depuy synthes expedium pedicle screw system ¿ post-operative treatment: physical therapy (once a week for 3 weeks). Pain medication: tylenol (500-1000mg as needed), oxycodone (5-10 mg as needed) ¿ subject was compliant with post-operative instructions ¿ at 6 weeks following surgery the subject had not returned to normal activity: no bending, lifting 10 pounds, twisting x 6 weeks after surgery ¿ subject to ambulate daily (goal of at least 30-60 minutes a day by 6-week post operative) ¿ at 2 months post-operative the subject had an adverse event. The subject had a deep abscess-sepsis at the lumbar spine fusion (clinical diagnosis was lumbar infection). It was a single episode, moderate in severity, and was life threatening. This event was unanticipated with a probable relationship to the proti 360o¿ concorde® bullet interbody fusion device. ¿ at 5-months post-operative subject was not compliant with post-operative treatment (not doing prescribed physical therapy) ¿ at 5 months post-operative subject had extremity motor sensory and reflex deficits on the right side (lower extremity): motor strength iliopsoas 4/5 quadricep 4/5 ¿ subject had no motor, sensory, or reflex deficits by 10 months post-operative ¿ subject returned to normal activity 5-months post-operative. Spine precautions lifted at this time. Subject instructed to progress activities as tolerated. ¿ pre-operative vas pain was 50 for back pain, 60 for right leg pain, and 60 for left leg pain. 6-week scores were 50 for back pain, 70 for right leg pain, no left leg pain. 3-month scores were 70 for back pain, 70 for right leg pain, 70 for left leg pain. 5-month scores were 40 for back pain, 70 for right leg pain, and 70 for right leg pain. 10.5-month scores were 30 for back pain, 70 for right leg pain, 70 for left leg pain. 21-month scores were 20 for back pain, 80 for right leg pain, 80 for left leg pain. ¿ pre-operative odi was 32. 6-week score was 34. 3-month score was 53.3. 5-month score was 34, 10.5-month score was 40. 21-month score was 35.6. ¿ subject fused at 21 months post-operative with grade 3 graft incorporation ¿ note: patient had prior fusion at l4-l5. At the 21 month follow-up that fusion was noted to be fused with grade 2 fusion (incomplete graft incorporation). The interbody fusion device was not a proti interbody fusion device. This is report 1 of 2 for pc-001199674 this report is for an unknown concorde locking/set screw

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: unknown date this report is for an unknown locking/set screws: concorde/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company medical affairs representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: updated. H3, h4, h6 investigation summary. Note: following investigation was performed by the supplier. Although distributed by depuy synthes spd, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. No device returned for evaluation. No device history record review conducted as there is no product code or lot information provided with this complaint event. A root cause cannot be established. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the unk - locking/set screws: concorde. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history. A manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had original surgery on (B)(6) 2019 (l5-s1 fusion that was adjacent to existing fusion at l4-l5 performed previously) and the deep abscess-sepsis at the lumbar spinal fusion had an adverse event onset date of (B)(6) 2020. Patient was hospitalized, given antibiotics and had re-operation on (B)(6) 2020 with lumbar debridement of deep abscess, exchange of the expedium screw hardware, and l4-s1 exploration of fusion. The concorde interbody fusion device was not removed or replaced. Only the expedium pedicle screw system was removed and replaced due to the deep abscess-sepsis. Patient went on to fuse following treatment and replacement of pedicle screw system hardware the pedicle screw system was captured as ¿depuy synthes expedium pedicle screw system¿ was used as supplemental fixation. No part or lot numbers are available. Allograft bone chips and vivigen cellular bone matrix was used in the surgery. These materials were used in the concorde interbody fusion device and this was not removed during the surgery. Only the pedicle screw system.